Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap on distal end adhesive and caustic lens could not be determined. Physical stress such as dropping/knocking and chemical stress to device was the cause of the missing piece of the probe. The event can be prevented by following the instructions for use which state: ¿instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180 important information ¿ please read before use. Precautions. Caution. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope suction function did not work (aspiration issue). Inspection and testing of the returned device found gap on distal end adhesive and gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found bending section rubber had adhesive deterioration and separation on the thread-wound sections (crack, damage, deformation, chip) angle knob operation, angle knob motion direction, bending angle, knob play, bending section return failed. Due to wear of angle wire, the play of upward/downward knob is out of the standard value. Ultrasonic cable has a buckling. Due to wear of angle wire, the play of right/left knob is out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.